Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device technical analysis: upon receipt at our post market quality assurance laboratory, it was observed that the main coil and the delivery wire were returned. It was observed that the main coil was bent and stretched at the primary coil section, moreover the arm coil was detached. The delivery wire was stretched and detached at the interlocking arm. Dimensional inspection of the main coil revealed the components were within specification. No other issues were identified during the product analysis. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review was completed and confirmed that the event of main coil unable to advance in catheter, coil main bent/kinked, stretched, detached/separated, wire delivery damaged and detached/separated were defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event instructions.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that coil could not advance the microcatheter. The target lesion was located in the gastric coronary vein. A 10mm x 40cm interlock-35 was selected for use in a transhepatic intrajugular portosystemic shunt (tips) combined with gastric fundus variceal embolism. During the procedure, it was noted that the interlock could not be pushed out in the catheter after many attempts. The catheter and coil were withdrawn, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed arm coil detached.